Manufacturer narrative:
H10: two (2) actual samples were received for evaluation. Visual inspection was performed the containers were inspected in a lighted inspection booth for 3 seconds against a white background and 3 seconds against a black background, during sample analysis particles (stringy) were observed inside the containers. The particles were further analyzed and determined the particle from container one (1) was colorless elongated twisted ribbon approximately 8.0mm length and the particle from container two (2) was a colorless elongated flat particle approximately 1.1mm at the longest linear dimension. Further inspection was performed in the medication port from each container via microscope which observed some scraping damage with missing material at the base of the port (near the container) caused by a needle puncture. The reported condition was verified. The cause of the condition was due to needle puncture which can be produced due the spiking process by the end user. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 2 intravia containers had foreign material. It was further reported that there were ¿stringy floaties¿ in the solution. This was identified during preparation of the bags with sterile water and dextrose. There was no patient involvement. No additional information is available.